Event description:
The customer was hospitalized for dka. The customer stated that the paramedics were called to assist and then was transported to the hosp. It was indicated the customer was treated with a manual injection. At the time of the call, the customer was not feeling well to troubleshoot. Furthermore, the customer conveyed that the pump must have lost power which resulted in dka. It was indicated that the customer will call back to troubleshoot. No further details.